Event description:
Customer reports back to back blood sugar on her advantage system. The back to back comparison was with a meter at a walk in clinic. Her system showed 279 mg/dl and the walk-in clinic meter was 92 mg/dl. No action was taken based on device results. No adverse event reported. No controls were run. Requested return of suspect device and replacement was sent.